Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient developed restenosis. The study index procedure treated a 100% restenotic, 2.75x55mm lesion located at the ostium of a saphenous vein graft (svg) to the distal rca (right coronary artery). Treatment consisted of predilation with two 2.0x15mm balloons at 14 atms and placement of two overlapping taxus express2 stents (2.75x32mm and 3.0x32mm) resulting in well positioned and expanded stents with 25% residual stenosis. The patient was discharged two days post procedure. During an additional intervention in 2009, an unknown size taxus express2 stent was placed in a lesion extending from the proximal to distal rca. The patient returned five months later, with restenosis of the proximal rca. An attempt was made to treat the lesion through a percutaneous coronary intervention; however, an unknown device was unable to cross the lesion. The patient was treated with statins and discharged the same day with the outcome unchanged.